Event description:
A customer reported experiencing a cartridge alarm during the pump load process, yet this did not adversely affect their blood glucose levels. The customer, who confirmed no previous occurrences of similar alarms, worked with technical support to arrange for a replacement pump while using a backup insulin pump temporarily. Technical support instructed on returning the faulty pump and preparing the replacement, ensuring the customer understood each step.